Event description:
On (B)(6) 2010, the pt was implanted with an scs sys. The pt e-mailed sjm on (B)(6) 2010 and reported that (B)(6) 2010 she had been experienced redness, swelling, pain. The pt reported that she had an allergy test and received a positive result to stainless steel. The pt asked where the stainless steel is located in the scs sys, and if allergy would cause her problems. The pt was told that the setscrew that is located in our implantable pulse generator ("ipg") header(s) is made of stainless steel. The setscrew secures the lead(s) in the ipg header. The leads are made of silicone, polyurethane, and platinum-iridium and do not contain stainless steel. It was also recommended that the pt consult her physician for further diagnosis and therapy options. The system is still implanted in the pt.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.